Manufacturer narrative:
There was no microcatheter, or accessories returned with the device. The pusher is in one piece. The ai to release wire crimps, coupler to ai crimps, and coupler to pusher tube weld are present and not intact. The pusher found to be broken at 32.5 cm from the proximal end; retained by the release wire; it appeared that the manual detachment was attempted. Kinks was found on the pusher at approximately 60.0cm, 83.5cm and 109.0cm from the proximal end. The coin was not present at the lumen stop as it was pulled back. The shield coil was present and intact. The coil found to be detached from the pusher. In addition, the coil found to be damaged and stretched with the polypropylene filament broken. The detached element was not returned and missing from the proximal end of the coil. Under the microscope, the outer jacket was then removed to gain access the coin. The coin was measured in 3 locations and was found to be within specifications. Measured 0.081mm at 0.063mm; measured 0.096mm at 0.127mm; measured 0.099mm at 0.275mm. The inner diameter of the lumen stop and the inner diameter of the retainer ring were found to be visually acceptable. The lumen stop inner diameter (ID) was measured to be 0.00262¿ and found to be within specification (0.00220" minimum - 0.0029" maximum). The retainer ring inner diameter (ID) was measured to be 0.00459¿and found to be within specification (0.00455"+/- 0.00010"). All other subassemblies appeared to be normal. No other anomalies were observed. Based on the analysis performed the axium coil was confirmed to have prematurely detached as the axium coil was returned already detached from the pusher. There was no malfunction of the pusher or non-conformance to specification that may have contributed to the pre-mature detachment. Since the detached element and microcatheter were not returned, any contribution of the detached element or microcatheter to the issue could not be determined. Based on the event description it is was not possible to ascertain the cause of the pre-mature detachment; however, based on the returned device, there was evidence of mechanical and manual detachment attempts to detach the coil. The ai and twr crimps likely were broken during a mechanical detac hment attempt. The proximal end of the pusher was also found to be broken and retained by the release wire; with the coin pulled back from the lumen stop. The pulling back of the coin from the lumen stop may have contributed to the detachment of the implant coil from the pushwire. Furthermore, the pusher was kinked along the pusher, indicative of high tortuosity. However, the customer reported that no attempts had been made to detach the coil and no resistance during delivery. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The axium coil has not been returned for evaluation; product analysis cannot be performed. The device was not returned, therefore the reported event could not be confirmed. The cause of the event cannot be conclusively determined from the provided information. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that this coil detached prematurely during the procedure. It was reported that the implant coil was advanced into the aneurysm and could not be pushed further into the aneurysm after 1 cm of the coil had filled the aneurysm. The coil and microcatheter was withdrawn from the body and it was found that the implant coil was disengaged at the proximal end with the release wire broken. The coil was pulled out of the body along with the release wire. There was no attempt to detach the coil. No patient injury was reported as a result of the event. The patient was undergoing embolization treatment of an unruptured saccular aneurysm measuring 7 mm x 4 mm located in the ophthalmic segment of the internal carotid artery. The patient¿s vasculature was moderate in tortuosity and the blood flow was normal.